Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Previous alerts for out of range shock impedance measurements were observed. Boston scientific technical services (ts) discussed possible programming options. The lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Previous alerts for out of range shock impedance measurements were observed. Boston scientific technical services (ts) discussed possible programming options. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received in which the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.